Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that fatal error had occurred on underlying data source. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the upon powering on the pyxis station, three different errors were observed. A technical support specialist (tss) logged into the station and identified that the database on station had exceeded the 10 gb limit, which triggered a fatal error. The database size was reduced to resolve the issue, and size was back in normal status. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned that fatal error had occurred on underlying data source. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.